Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface pcb and the single board computer (sbc) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be the system interface pcb and sbc/cpu. The fse replaced the system interface pcb and sbc/cpu pcb to resolve the issue. During troubleshooting the fse attempted to reload the software but this did not resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2002, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.